Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
The customer reports that during a bladder surgery under laparoscopy, the clips were not tight from the third clip. The clamp was used for applying 4 clips. The surgery was not stopped. The technique was not changed. A new device el5ml was used. The patient is fine (no patient consequence).

Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. D4: batch # t92t94. H6: component code: mechanical (g04). Investigation summary: the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. Upon cycling, the instrument was noted to be empty and locked out. No functional test was performed due the condition of the device. No conclusion could be reached as on what caused the jaw disengaged. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.